Manufacturer narrative:
(B)(4). Shaft. The analysis results for the device found that it was returned with the shaft bent at the middle. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Additionally, before firing, inspect the jaw tips to ensure vessel or tubular structure enclosure. The shaft can be rotated 360 degrees to facilitate visualization and accurate placement. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon placed first clip on the cystic artery which was fine. Attempted to place subsequent clips which fell off (three total). The device was replaced with the same device which worked successfully. There was no patient consequence.